Manufacturer narrative:
(B)(4). The device is undergoing laboratory analysis. This report will be updated when analysis is complete.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had reached elective replacement indicator (eri) battery status in august. Now in september, the device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Technical services reviewed the available device data and confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended for within 90 days. No adverse patient effects were reported. The device remains implanted and in service. The device was explanted, replaced, and returned for laboratory analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The device is undergoing laboratory analysis. This report will be updated when analysis is complete. The returned ICD was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was not included in the advisory population.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had reached elective replacement indicator (eri) battery status in august. Now in september, the device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Technical services reviewed the available device data and confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended for within 90 days. No adverse patient effects were reported. The device remains implanted and in service. The device was explanted, replaced, and returned for laboratory analysis. No additional adverse patient effects were reported.